Event description:
It was reported that during a case, a pt's oxygen level was at 100%, the gas sweep flow was high at eight liters/min, 50mm/hg of o2 and the co2 was 70. There was no gas exchange and no gradient across the oxygenator. No reported clotting. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The sample has been requested for evaluation. A supplemental medwatch will be submitted when additional info becomes available.